Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had seen her health care provider (hcp) in (B)(6) 2012. It was discovered that "1 of the leads did not work" at that time. The patient's hcp thought she could still work with 3 leads. A week prior to report date the patient's symptoms got worse and she saw a "call your doctor" icon on the patient programmer. The patient, instructed by their hcp, "held 2 buttons down on the programmer and a #2 came up." It was also reported that the patient's hcp had told the patient that her "leads were not connected." It was reported the patient had the ins replacement because 2 of the 4 leads "came off/came unscrewed." It was noted that the patient had fallen a lot.

Event description:
Additional information received reported the patient had a revision on (B)(6) 2013 because a lead became disconnected from the implantable neurostimulator (ins). The patient thought that it was the lead, but they were not sure.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v433167, implanted: (B)(6) 2010, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v476625, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot# v433167, implanted: (B)(6) 2010, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID neu_unknown_lead, product type lead; product ID neu_unknown_ext, product type extension; product ID neu_wrench_acc, product type accessory. (B)(4).

Manufacturer narrative:
Product ID, neu_screwdriver lot#, product type accessory; product ID, 7482a51 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension; product ID, 7482a51 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2010 (B)(6), product type extension; product ID, 7482a51 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2010 (B)(6), product type extension; product ID, 7482a51 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2010 (B)(6), product type extension; product ID, 7482a51 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2010 (B)(6), product type extension; product ID, 37642 lot# serial# (B)(4), product type programmer, patient; product ID, 3387s-40 lot# v433167, implanted: 2010 (B)(6), product type lead; product ID, 3387s-40 lot# v476625, implanted: 2010 (B)(6), explanted: 2010 (B)(6), product type lead; product ID, 3387s-40 lot# v433167, implanted: 2010 (B)(6), explanted: 2010 (B)(6), product type lead; product ID, 3387s-40 lot# v476625, implanted: 2010 (B)(6), explanted: 2010 (B)(6), product type lead; product ID, 3387s-40 lot# v433167, implanted: 2010 (B)(6), explanted: 2010 (B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that during the change out it was suspected or confirmed that the contact was not fully tightened with the torque wrench, resulting in high impedances "and when they go back into a disconnect." It was reported that the case presented with loss of therapeutic effect and high impedances on a contact. It was noted that the with the old non-torque screwdriver the doctor never had issues and felt this was related to the current torque wrench. It was reported that the doctor was not doing anything "differently that before" in his change out practice and that is why he felt it was a torque wrench issue. It was noted that the doctor had done a lot of cases. See also MFR. Reports #3004209178-2013-12179 and #3004209178-2013-12180 where the same doctor had similar issues with a different patient.

Event description:
It was reported, the device had high impedances, over 40,000 ohms, on contact 2. The patient was using electrode 2 for therapy. Other impedances were within normal range. The impedance problem began 2 weeks prior to report. The physician felt that the torque wrench used to tighten the setscrew on the connector to the ins did not tighten the screw enough. Two weeks after the day of this report, the patient underwent surgery to check the device. It was found that all 4 setscrews were loose. The physician used a hex wrench from an accessory kit and tightened all 4 setscrews "a little bit" and all impedances were then normal. The implantable neurostimulator (ins) was replaced so "they wouldn't have to open her chest again." All impedances were normal using the new ins and everything was reported as "fine."